Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was frozen and would not function. Troubleshooting steps were followed and the issue was resolved. The product is still in use. There was no patient involvement.